Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system time was off by 8 minutes. A technical support specialist (tss) verified the time zone was set to pacific standard time, the tss corrected the time via command shell. After that the customer confirmed the time was now correct. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, system time was off by 8 minutes. The customer reported that a malfunction took place when the user tried to pull meds which resulted in delay since the user had to obtain medications from the pharmacy. There were no adverse events or injuries reported based on this event.